Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported the unit needed calibration because it did not mesh the skin properly despite putting the carrier in correctly. Some skin was shredded into strips. Additional information received february 9, 2017 stated the event took place during surgery and an alternate device was used to complete the surgery with no delay in the surgery. It was also noted that there was a harm, injury or adverse event to the patient or operator.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Manufacture date is unknown. On (B)(6) 2017, it was reported that the unit needs calibration because it did not mesh the skin properly despite putting the carrier in correctly. On february 9, 2017, it was clarified that the issue occurred (B)(6) 2017 during surgery. There was another device used to complete the procedure and there was no extension or delay to the procedure. There was harm or injury to the patient or operator and the surgical technique for the product was utilized. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the meshgraft ii on april 24, 2017 revealed that the cutter, roller, side plates, and handle were damaged. The device did not pass the sample mesh and was outside of calibration specifications. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the cutter, roller, worn side plates, handle, and damaged hardware. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was found that the device did not pass the sample mesh and was outside of calibration specifications. The root cause of the reported event was due to lack of preventative maintenance. The issue was resolved with the replacement of the cutter, roller, worn side plates, handle, and damaged hardware. Tested and calibrated. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.